Event description:
It was reported that the right ventricular and atrial leads have high thresholds. The leads were removed and replaced. No patient complications have been reported as a resullt of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal segment of the lead was returned, analyzed, and no anomalies found. However, it was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer tubing overlay was kinked/buckled, the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) distal segment of the lead was returned, analyzed, and no anomalies found. However, it was noted that the outer insulation was breached cut, there was a white substance on the outer insulation, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.